Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified concentric, 99% restenosed de novo lesion in the mid left anterior descending artery. The 1.50x8 mm mini trek balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation and during the first inflation at 8 atmosphere for 10 seconds the balloon ruptured. The bdc was removed without resistance and replaced with a non-abbott balloon catheter. The procedure was successfully completed with an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.